Manufacturer narrative:
Unable to confirm serial number. A follow-up report will be submitted upon completion of the investigation.

Event description:
Customer reported the ventilator keeps alerting the unit was in clinical at the time the reported issue was discovered however, there was no harm to the patient or the user.

Manufacturer narrative:
The manufacturer¿s international service technician confirmed the reported issue. The manufacturer¿s international service technician increased the o2 supply source pressure to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed, back in service. The determination could not be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Part was not returned to fi. The root cause cannot be determined until the device is returned and investigated.